Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Thrombosis: the root cause of the thrombosis was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. E4 added selection as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp in a 65 year old female patient for support of chest pain. The decision was made to place impella cp sinoatrial node (sa). Successful insertion of impella cp sa to radiofrequency ablation. Impella catheter at 83 cm, palpable positive distal pulses. Patient to be transferred to unit. A thrombus was noted during explant.